Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the guide wire kinked and as a result could not be used. This issue was reported through the (B)(6) with minimal information. The (B)(6) reports quarterly and as a result, no additional information will follow.